Event description:
It was reported that it was difficult to insert the hysteroscope due to adhesions in the endo-cervical area. The doctor decided to perform a scheduled laparoscopy to make sure there was nothing "from the top" which might make it difficult to use the device. The doctor decided to reinsert the hysteroscope; when inserting he had difficulty getting the tip through the canal of the operative sheath. The doctor removed the sheath and tried to push the spring tip through the sheath, when inserting the spring tip through the operative canal, the spring tip immediately broke away from middle of the canal towards the right hand side. The doctor was using the coagulating pedal while trying to pinpoint the spring tip. The spring tip broke away when the doctor tried cutting past 60 watts, and perforated the uterus. The physician next saw blood and the intestines. The physician went back with the laparoscope and discovered the perforation. The intestines were not damaged but a general surgeon was called in to make sure there was no damage. The procedure was converted to a laparotomy to stop the bleeding from the outer side of the uterine cavity. After closing, the physician proceeded with the hysteroscopic procedure.